Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: 10mm cannulated tapered drill bit was received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the drill bit got broken. The rest of the tip looks dull and the rest of the device shows normal wear which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Device failure/ defect found? Yes. Dimensional inspection: dimensional inspection of the received device was not performed due to post manufacturing damage. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: visual inspection, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as it is observed that the distal tip of the drill bit is dull and got broken. While a definitive root cause could not be determined, it is possible that the device might have encountered unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure (B)(4) no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Part: 03.037.021, lot: f-17291, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 22. Jan. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown surgery to fix a right mid-shaft femur fracture with a trochanteric femoral nailing advanced (tfna) system , an opening reamer and two (2) other reamers were noticed to be dull. Upon reaming for an unknown lag screw using a stepped drill bit, the tip of the bit broke off into the femoral head of the patient. The surgeon tried to fish the drill bit piece out of the femoral head with a pituitary, however, the surgeon was not able to retrieve the broken piece and left the piece in there, causing a twenty (20) minutes surgical delay. To continue with the procedure, the surgeon had to open a second set to get a new stepped reamer and did not have any other issues. After the surgery, the surgeon complained that all the three (3) reamers in the set were dull. The surgeon used all three (3) drill bits in the procedure. There is no plan to remove the broken fragment in the patient. It was decided that it would cause the patient more harm then do good to remove. It did not cause any direct harm to the patient other than the fact that the drill bit was left in their femoral head. Patient status is unknown. Concomitant devices reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1), unknown tfna lag screw (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This is 3 of 3 for report (B)(4).